Event description:
Received a copy of an MDR from the FDA on (B)(4) 2011 submitted by a customer claiming "device malfunction" of a te. There was no pt involvement or injury. A phone call was placed on (B)(6) 2011 to (B)(6) to inquire further about the case. She was the "contact person" listed on the form FDA 3500a. She reported she "didn't really know the device, just that it malfunctioned. It didn't do what it was supposed to do." The case was reported as occurring on (B)(6) 2011. The (B)(4) rep was then called. She stated she remembered this happening and it was well over a year ago. The (B)(4) rep then called and spoke to the cath lab manager at (B)(6). The manager confirmed "that happened a long time ago. I don't know why or who would have reported it as a malfunction? I know none of us in the lab did." There was no other case detail provided to the MFR, nor was there a record of a device malfunction occurring at this facility.